Manufacturer narrative:
During an unspecified interventional procedure, a 40mm x-large palmaz stent became trapped in the balloon. It is unknown if there was any patient injury. Additional procedural details were requested but are unknown. The device was not returned for analysis.  A device history record (DHR) review of lot n0416325 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds withdrawal difficulty - snagged/caught on stent¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. According to the instructions for use ¿do not attempt to remove or readjust the stent once crimped on the delivery system. To assure full expansion, inflate to at least the nominal pressure recommended on the catheter label. Crimping tool must always be used in preparation of stent delivery catheter. Preparation of stent delivery system: mount the stent on the balloon utilizing the crimping tube provided with the stent and hand-operated reusable mechanical crimping tool, cordis product code crt50. The crimping tool is provided non-sterile and should be sterilized prior to use by autoclaving according to hospital procedures. Using thumbs and index fingers, roll stent down to a diameter that will fit inside the supplied crimping tube. Place the stent inside of the crimping tube. Place crimping tube and stent over balloon, aligning stent so that it is centered with the balloon marker bands. While simultaneously holding crimping tube and catheter shaft to maintain stent / marker band alignment, center the stent in the die number 1 of the hand crimping tool (the ends of the stent will not be contained within the crimp die). Crimp stent by firmly squeezing the handles on the crimping tool. While simultaneously holding crimping tube and catheter shaft, crimp again at 900 from the first crimp. In the same manner, crimp the ends of the stent at 00 and 900. Using the die number 2 on the crimping tool, repeat steps. In this die, the handles should be squeezed until they come to a fixed stop. Discard crimping tube. Inspect the crimped stent for uniformity and placement relative to the balloon marker bands. Do not reposition stent or manually re-crimp. Open the stopcock allowing the inflation lumen and the balloon lumen to fill with diluted contrast medium. Induce negative pressure to check the balloon for leaks, and then slowly release the negative pressure. N. Remove the stopcock from the catheter balloon inflation port. Delivery system withdrawal: after deploying the stent, deflate the balloon by pulling a vacuum, allowing adequate time for the balloon to fully deflate prior to removal. Carefully rotate balloon counterclockwise to ensure separation of the balloon from the stent. While maintaining negative pressure on the balloon, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent.¿ neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure, a 40 mm x-large palmaz stent became trapped in the balloon. It is unknown if there was any patient injury. The device will be returned for analysis.